Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set fell off events during use on 27-march-2024. The infusion set was in use for 1-2 day. The blood glucose level during the event was reported 200 mg/dl patient replaced infusion set and resumed insulin deliveries successfully. No further information available.